Event description:
After 20 years of having saline filled breast implants and breast implant illness symptoms worsening, I had explant surgery on (B)(6) 2023. Since my surgery, my gi symptoms have subsided. I almost had my gallbladder removed and so glad I didn't because now I can enjoy all of life's precious foods. Reference report: mw5151907.